Manufacturer narrative:
Upon visual inspection of the concomitant product, evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
The abutment screw was discarded, but commitment product was returned and will be evaluated.

Event description:
It was reported that abutment screw fractured. Implant was removed.